Event description:
On (B)(6) 2012, I sustained a second degree burn of my left abdominal region during the course of pelvic MRI. It was warm in the machine during the procedure and near the end, I noticed a slightly sting - like sensation for a period of time but I did not think much of it because I was perspiring so profusely that the tech brought me cold towels to cool down after the procedure. Shortly after leaving the facility, I noticed serious discomfort, when I arrived home, I saw that I had been burned and I promptly notified the facility, (B)(6). I returned to (B)(6) and showed my injury to the tech who said he heard of that happening but never experienced it himself. I received emergency room treatment that evening at the (B)(6) medical center. The diagnosis was second degree burn. I was given a 3 - days antibiotic bandage and returned for two f/u visits. The wound is still open and I am due to see a dermatologist tomorrow. I met with dr (B)(6), on (B)(6), the morning after the adverse event. He took a photograph of my wound and assured me that "three sets of minds are working on the problem." When I asked him directly if he was going to report this adverse event to the FDA, he implied, without saying, that philips, the system manufacturer would do that since it is still investigating. Since (B)(6) operates at least five facilities in this area, I want to insure that the public interest is protected.